Event description:
A consumer reported having residual astigmatism, blurred vision, double vision, and seeing a shadow image at distance and near following intraocular lens (iol) implant surgery. The shadow image makes it difficult to read small print. The surgeon reported that a limbal relaxing incision (lri) procedure has been done for astigmatism. The pt was also prescribed glasses and sees fairly well. The surgeon told the pt that the surgery was successful and he has not yet adjusted to the iol. About three weeks following surgery, mild posterior capsule opacification (pco) was noted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/11/2008, 11/19/2008, and 11/20/2008 by phone, fax, and mail. A completed questionnaire was received on 11/21/2008.